Manufacturer narrative:
Pump received with flashing medtronic logo. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to flashing medtronic logo. Unable to download history files and traces using thump or carelink upload due to flashing medtronic logo. Unable to test for unexpected battery power loss anomaly, and keypad unresponsive (unable to access the pump home screen/pump's menu options) due to flashing medtronic logo. Pump was cut open to perform visual inspection and found corroded electronic assembly, and force sensor. No damage noted on the motor. Using a test pcba 1 and the original pcba 2, the pump had flashing medtronic logo. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump did not have a battery installed when received. The pump was received without the original battery cap. The pump was received with cracked battery tube threads and cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, stained keypad overlay and pillowing keypad overlay. Unable to perform the history review 2 days prior to the event date (B)(6) 2023 due to download anomaly/ flashing medtronic logo. Unable to generate the power management graph due to download anomaly/flashing medtronic logo. Unable to perform the required testing due to flashing medtronic logo. Flashing medtronic logo was confirmed during analysis due to corroded pcba 2. Pump failed to download history files/traces and carelink upload due to corroded electronic assembly. Unable to upload/download confirmed. Exposure to moisture confirmed. Cosmetic damage was confirmed at the back of the pump. Unexpected battery power loss anomaly unknown. Keypad unresponsive unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer was facing an issue with a pump that stopped working. Customer stated that pump got submerged in water and stopped working. Troubleshooting was performed and keypad was unresponsive. Pump had a crack on the casing and water was found in battery compartment. No harm requiring medical intervention was reported. Advised customer to replace pump. The customer will discontinue the usage of the pump and revert to health care professional¿s plan. The insulin pump will be returned for analysis.